Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion sets. Analysis installed reservoirs and connectors into an insulin pump. Conclusion was reservoirs not occluded. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a no delivery alarm. The customer's blood glucose was 567 mg/dl at the time of incident. The customer's blood glucose was 443 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse performed plunger push and normal resistance during plunger push. The customer's spouse stated that the insulin pump did not alarm no delivery during fixed prime. The reservoir will be returned for analysis.